Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal discomfort ("felt implants in her body all the time, it was pinching feeling bilaterally in lower abdomen") in a (B)(6) old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: copper iud. Past adverse reactions to the above products included device dislocation with copper iud. In 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal discomfort (seriousness criteria medically significant and intervention required), weight increased ("weight increase"), mobility decreased ("legs were like stocks (it was difficult to climb the stairs)"), pain in extremity ("she had ache in calves"), pruritus ("itching"), blister ("blister pimples in legs and abdomen"), acne ("blister pimples in legs and lower abdomen"), arthropathy ("joint problems due to swelling (she had difficulty to bend a thumb)"), joint swelling ("joint problems due to swelling (she had difficulty to bend a thumb)"), influenza ("continuous flus often with high fever") with pyrexia, insomnia ("sleeplessness"), anger ("she was angry"), fatigue ("tiredness"), sexual dysfunction ("sexuality suffered"), dry eye ("eyes dried"), vision blurred ("blurred spot appeared to her left field of view"), neuralgia ("strange nerve ache appeared to a sol"), blood pressure increased ("blood pressure was elevated") and hepatomegaly ("liver had become larger and round-edged"). The patient was treated with surgery (hysterectomy and fallopian tubed removal). Essure was removed in 2017. At the time of the report, the abdominal discomfort, weight increased, mobility decreased, pain in extremity, pruritus, blister, acne, arthropathy, joint swelling, influenza, insomnia, anger, fatigue, sexual dysfunction, dry eye, vision blurred, neuralgia, blood pressure increased and hepatomegaly outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, acne, anger, arthropathy, blister, blood pressure increased, dry eye, fatigue, hepatomegaly, influenza, insomnia, joint swelling, mobility decreased, neuralgia, pain in extremity, pruritus, sexual dysfunction, vision blurred and weight increased with essure. The reporter commented: the patient started to have symptoms within a month since essure insertion. She doubted first that she has venous thrombosis but it was excluded. During removal it was noticed that her liver had become larger and round-edged. It looked same as liver in person who has fatty liver. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-sep-2017 for the following meddra preferred term: abdominal discomfort. The analysis in the global safety database revealed 31 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.